Event description:
Litigation alleges that patient has experienced pain and discomfort in her right hip, and that she had excessive levels of chromium and cobalt.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) form, operative notes and implant sticker sheets were received. Review of medical records noted that moderate corrosion at the tapered trunnion level was observed during the revision surgery. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.